Event description:
It was reported that when the patient presented to clinic for routine follow up, a single episode of non-sustained lead noise was observed. It was observed that the non-sustained lead noise episode was incorrectly triggered due to a short run of fast erratic ventricular beats resulting in a mismatch between near-field and far-field channel. The device was reprogrammed to change non-sustained lead noise episode detection criteria.